Event description:
It was reported that a patient had an implantable neurostimulator (ins) implanted right below the skin, she had an infection, and the implantable neurostimulator started to ¿eat through her skin.¿ the patient thought the infection was diagnosed in (B)(6) 2014 and she¿d had the implant for just over a year. The device was removed and the patient was re-implanted in (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05v2k, implanted: (B)(6) 2013, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient's system was explanted due to an infection.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05v2k, implanted: (B)(6) 2013, product type: lead. (B)(4).